Manufacturer narrative:
On august 1, 2021 mentor became aware that the initial report, reported the awareness date and report due dates incorrectly. Manufacturer¿s reference number: (B)(4). Awareness date is 7/1/2021. Report due date 7/31/2021.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illnesses, deflation. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast surgery with unspecified mentor saline breast implants and experienced unspecified health issues postoperatively, including hair loss. The patient also reported that one of the devices was deflating. As a result, the patient recently had the devices explanted. The exact date of explant was not provided. Upon explantation, the patient reports that mold was found to be growing in the devices. The devices have not been returned to mentor for evaluation, nor have any laboratory/pathology reports been provided. Thus, we are presently unable to confirm the presence of microbial contamination. Follow-ups are in progress to obtain more information about this event, but no responses have been received to date. Should additional information be made available, a supplemental report will be submitted. This report is for the deflated device.